Event description:
It was reported that the device would intermittently failed to power on when the on button was pressed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio- control evaluated the device and verified the reported intermittent failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main keypad assembly at the failure analysis center, and determined the root cause of malfunction to be misalignment of the left side on button plastic with the metalic coated keypad domes.